Event description:
It was reported by service report that bed exit and scale were not available due to the scale display not working. It is unk if there was pt involvement, however, no adverse consequences were reported.